Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 410 mg/dl at the time of. Customer reported other blood glucose values were around 300 mg/dl to 400 mg/dl, 253 mg/dl, 418 mg/dl, 528 mg/dl, 608 mg/dl, 643 mg/dl and 247 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that they was using auto mode feature at time of high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer treated with insulin pump and manual injection. Customer was performing high pressure test and detect an occlusion. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test. (B)(4).